Manufacturer narrative:
The customer was contacted multiple times to obtain repair information, however, those attempts were not successful. Therefore, it is unknown how the device was repaired/what parts were replaced to resolve the reported failure. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 21sep2021.

Event description:
The customer reported that the touchscreen is not working and is unable to calibrate. The customer requested tech support. The device was not in use on a patient. No patient or user harm was reported. The customer was not able to calibrate a touchscreen on the v60. They attempted a few times and was unable to. The remote service engineer (rse) advised replacing the touchscreen. Further information is pending.